Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level at the time of incident was 416 mg/dl. Customer treated high blood glucose with insulin pump blood glucose level was came down to 300 mg/dl. It was unknown if the customer was using auto mode or not at the time of incident. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.